Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced bleeding. During a procedure, the physician used a perivac pericardiocentesis kit in the patient, which resulted in bleeding that required intervention. Despite multiple follow-up attempts, no further information has been provided.